Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that unknown alarms occurred. Customer was unable to provide further information and tandem technical support was unable to troubleshoot further. There was no reported impact to blood glucose.